Event description:
Information was received indicating that this peripheral intravenous catheter was difficult to advance into the vein. It was not possible to push the catheter forward with one finger, instead it required a fingernail and both hands. No adverse patient effects were reported.